Event description:
Provider alleged the white reset button was popping out. The provider let the unit run over the weekend and when they came back the whit button didn't pop out, but the yellow o2 light came on.